Event description:
The hcp reported the pump was explanted and replaced and returned to the manufacturer for analysis. The pump had been implanted for 48 months. It was also reported that the connector was broken and one inch of the catheter was removed from the total. A follow up report will be sent when additional info is received.